Manufacturer narrative:
The device was evaluated and repaired by the provider. The provider installed an upper articulating leg platform. The unit is working properly.

Event description:
Alleges trying to get in bed and due to the footrest (elevating footrests) not going down, he fell out of the chair into the bed.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges trying to get in bed and due to the footrest (elevating footrests) not going down, he fell out of the chair into the bed.